Event description:
It was reported that light blinks only on the tip of the catheter. Two catheters were used in the operation. Catheters were moved forward and back to see the ureter.

Manufacturer narrative:
Investigation is on going. Additional info will be provided once investigation is completed.